Manufacturer narrative:
Analysis received the unit with unresponsive button due to corroded keypad traces. There was no button error alarm or battery out limit alarm noted during testing. There was no moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer's mother reported via phone call that they received a button error alarm and a battery out limit alarm. The customer's blood glucose was 386 mg/dl at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer stated the scroll bar keeps moving with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.